Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to irrigate. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, after the post map, the physician decided to reinsert the farawave. Upon repressing the catheter, the physician observed that fluid was no longer dripping outside of the patient. Troubleshooting was done and could not flush or aspirate the catheter. There are no reported issues with the sheath. There was no difficulty deploying or undeploying the catheter. Only the flushing lumen was noticed to be affected. No air was seen in the patient. A new device was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation as it was discarded. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, after the post map, the physician decided to reinsert the farawave. Upon repressing the catheter, the physician observed that fluid was no longer dripping outside of the patient. Troubleshooting was done and could not flush or aspirate the catheter. There are no reported issues with the sheath. There was no difficulty deploying or undeploying the catheter. Only the flushing lumen was noticed to be affected. No air was seen in the patient. A new device was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.